Event description:
It was reported that a patient underwent an artificial arteriovenous fistula reconstruction surgery on (B)(6) 2024 and suture was used. The patient had underwent maintenance hemodialysis for 2 months due to uremia and underwent surgery during the hospitalization. During the operation, the doctor used suture to anastomose blood vessels, but the problem of pulling off suture needle happened, resulting in the inability to suture. The surgeon replaced the suture and sewed again. This event resulted in a delay in the surgery time and increased risk. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was additional dissection required in other tissues other than the target tissue due to the suture needle pull off ? If yes, please describe. Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Were there any adverse patient consequences? What is the patients current status?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: after investigation, the patient was a 46-year-old male who underwent artificial arteriovenous fistula plasty in hospital on (B)(6), 2024. The surgeon used w8304 for vascular anastomosis during surgery. The pull off suture needle occurred during the operation. The surgeon immediately replaced a new suture (with specific product information unknown) for sewing again. The subsequent operation went smoothly. This event did not cause any other harm to the patient except for prolonged operation time (specific prolongation time was unknown), and no subsequent adverse event report was received.